Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a thermocool smarttouch sf catheter and the patient experienced cardiac tamponade that required pericardiocentesis. After an idiopathic vt procedure, as a post case precaution, the physician looked at ice and noticed a trace pericardial effusion with the patient. There was nothing alerting to the pericardial effusion. The physician called in an eco and an interventionalist physician and verified it was a real effusion. The interventionalist physician did the tapping where they draw the fluid out of the pericardial sack. The patient remained stable, alert, talking and their blood pressure was stable. Additional information was received. The patient fully recovered and did not require extended hospitalization. The act was above 300. Three catheters were exchanged during the procedure. One transseptal puncture sites were performed during the procedure. No evidence of steam pop. The physician's opinion on the cause of the adverse event is the procedure. Other relevant medical conditions include aortic valve stenosis.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. D4. Catalog: unk_smart touch bidirectional sf. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).